Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with this right ventricular (rv) lead exhibited greater than two seconds of pauses. Additional information was received indicating that this observation was due to oversensed noise from diaphragm strain during periods of sleep apnea. The device was scheduled for replacement due to elective replacement indicator (eri). No asystole was noted after the device sensitivity was set to least. No additional adverse patient effects were reported. The device was explanted and replaced while the lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.